Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the were unable to retrieve patient record in intellispace critical care and anesthesia (icca). Patient death was reported by the customer. The initial information does not indicate whether the device was a factor.

Manufacturer narrative:
Additional information was received from a field service engineer (fse) that the end user used the search function in icca to review patient history, however they could not find any record including admitted record in icca related to the patient. The fse stated the customer was attempting to review the patient¿s history which included electrocardiogram (ECG) data and icca record (demographic data). Further information was received from the customer that the patient¿s ID was changed following a his (hospital information system) update on customer¿s system and that the alleged issue was related to a customer workflow issue and not a configuration issue. The customer clarified that the alleged issue did not contribute to patient¿s death. The customer stated there was no malfunction with the phillips product. The fse had provided customer with information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.